Manufacturer narrative:
An internal lhr review was conducted and found no issues or non-conformances.

Event description:
This was a bi-v system, 3 lead (lv, ra and rv) removal due to an acute infection. The procedure was performed in the ep lab with both arterial line placement and fluoroscopy in use. The md was able to remove the lv lead with gentle manual traction. The ra lead was removed with a guidant stylet successfully. Lastly the rv lead was prepped with a lld-ez and lasing began with the 14f sls ii, upsizing then to a 16f sls ii and successfully extracting the lead. The 16f sls ii was removed and approx 4 mins later the pt's arterial blood pressure dropped and it was determined the pt had a pericardial effusion via fluoroscopy. At (1352) emergent pericardiocentesis was performed and (1352) blood products were hung. At (1357) echocardiogram performed confirming a cardiac tamponade. At (1405) pt was transferred to the operating room and was receiving CPR compressions at this point. Sternotomy was performed, a perforation in the svc/arterial junction found and repaired successfully by approximately 1430. Pt's vital signs returned to stable and is now recovering in the ICU.